Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece; however, a fiber body break was observed, and the pieces were being held together by the fiber jacket. It was noted that when connected to the console the red aim beam was seen escaping the fiber break location. The reported event was not confirmed. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. The observed condition of the fiber body break likely occurred due to procedural handling of the device during set up. It is probable that a partial body break or kink could have occurred during insertion into the scope and lead to the break. The IFU instructs the user to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Additionally, activate the laser aiming beam, adjust aiming beam brightness, and verify it is not dim or misshapen to confirm the laser fiber functions as intended. Hold the fiber tip to a non-reflective surface and ensure that a circular-colored spot appears. If the spot is dim, not visible, or misshapen, confirm console settings are correct, and if so, do not use and return the device to boston scientific for replacement. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during the procedure, upon plugging the device into the laser, the aiming beam was red instead of the expected green. The fiber was replaced to complete the procedure with no patient complications. Analysis of the returned device identified a fiber break.